Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were visually examined and it was observed that the hypotube was broken 91cm from the manifold. The device functionality was tested. During functional testing the device, the device would pump and then received an error to ¿check saline supply.¿ the device could not be further functionally tested due to the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
Reportable based on device analysis completed on 25 apr 2017. It was reported that the catheter was kinked and did not work. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery. After unpacking, it was observed that the catheter was kinked. However, the device successfully primed, so they decided to use it. But, the device did not work when activated inside the patient. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed a broken hypotube.